Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited charge time out. The ICD was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of a charging anomaly was confirmed. The device was returned in one piece for analysis. Analysis of the device image confirmed that a charge timeout occurred. The cause of the chagrining anomaly was due to a high volage capacitor anomaly. No other anomalies were found.